Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient went to the ER (emergency room) due to chest pain. It was found on the current egm (electrogram) that the right ventricular (rv) lead had intermittent t-wave oversensing which was resulting in atrial events in ar (atrial refractory) period and causing the device to intermittently not bi-v (bi-ventricular) pace vs (ventricular sensed) events instead due to ars. It was noted that there were several vses (ventricular sensed events) with possible t-wave oversensing as well. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.